Manufacturer narrative:
The complaint was confirmed. There was a complete tear in the shirnk tubing and the amber colored polyimide tubing at the junction between the core wire and the magnet, which separated the distal 2.1 inches of the stylet from the remainder of the stylet. The magnets remained intact within the detached section of the stylet. It is possible that the tear was initiated when the stylet was flexed or kinked at the junction between the core wire and magnet, which causes the distal tip of the core wire to puncture the tubing. No manufacturing defects were noted on the complaint sample.

Event description:
The rn had a difficult time inserting the PICC. The PICC was removed to recalibrate the sherlock and a different vein was accessed. Rn noticed the stylet was hanging out of the end of the catheter. Rn retracted the stylet and the end of it fell out of the catheter. The catheter has not been trimmed.